Manufacturer narrative:
Examination of the submitted device did not reveal any abnormal wear for a polyethylene knee device implanted for approximately fifteen years. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No information was obtained. The investigation could not draw any conclusions about the reported event; however, no evidence was found of product failure. Based on the inability to identify a root cause or product failure, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address poly wear and osteolysis. Loosening of the femoral component at the cmt/bone interface was also reported; however the MFR of the cement originally used is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.